Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a right hip revision procedure approximately ten years post-implantation due to metallosis, pseudotumor, and adverse local tissue reaction. The head and liner were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00489.